Manufacturer narrative:
Preliminary investigation results. The suspect complaint device was returned for evaluation and was confirmed to be from lot number 13376088. Visual analysis of the returned complaint device confirmed that the balloon had burst in the center. There was no damage noted to the catheter of the device. A review of the complaint database concluded there were no previous complaints reported for this lot. The most probable root cause of balloon burst/rupture is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight are unknown). According to the complainant, during the procedure the balloon was inflated twice successfully in the common bile duct. However, on the third attempt the physician noticed that the balloon was broken as it could not be inflated. Preliminary investigation results confirmed that the balloon had burst. The account confirmed that no pieces detached inside the patient and the procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event.